Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that two units of 5 fr single lumen catheter envelopes surrounding the catheter box was not sealed. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an open seal is confirmed and was determined to be manufacturing related. One 5 fr single lumen powerpicc kit was returned for evaluation. An initial visual observation showed the bottom edge of the outer kit packaging was not sealed. No seal transfer or other evidence of a proper seal was observed on this bottom edge of the outer packaging. The kit tray which contains the kit components was observed to be completely sealed with no unsealed areas and no breaches in the sterile barrier. This complaint will be recorded for future trending and monitoring purposes.